Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode and no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The manual capacitor leakage test revealed unstable readings due to flooded components. The reported complaint of intermittent malfunction was verified during this analysis. In addition, this device had a gross leak failure at the feedthru pins. Based on this, it is determined that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device failed all of the electrical tests performed. This is an interim report.